Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user present interrupted hearing sensations from about 1 week ago. On (B)(6) 2018 user has no more hearing sensation. No trauma or accident was reported. Re-implantation is scheduled.

Manufacturer narrative:
Conclusions: device investigations confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks of the housing braze joint. Over a certain period of time, humidity may impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Other damages found during investigation are most likely related to explantation surgery. Furthermore one electrode channel was seen to be in intermittent high status whilst implanted for undetermined reasons. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user presented interrupted hearing sensations from about beginning of (B)(6) 2018. Since (B)(6) 2018 the user had no more hearing sensation. Re-implantation was performed.